Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Study source - (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2018 as part of the (B)(6) clinical study. On (B)(6) 2018 the patient was admitted to the hospital as planned by the physician for the bt treatment. On (B)(6) 2018 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2018 following the procedure the patient developed a cough and wheezing and was treated with systemic steroids. On (B)(6) 2018 the patient developed atelectasis and was treated with systemic steroids. The patient's hospitalization was prolonged due to these events. On (B)(6) 2018 the patient's wheezing had resolved. On (B)(6) 2018 the patient's cough and atelectasis resolved. On (B)(6) 2018 the patient was discharged from the hospital in good condition.